Event description:
Reporter alleged customer experienced symptoms of low blood glucose with blood glucose on advantage meter of 545 mg/dl. Customer self-treated with a donut; emt's measured customer's blood glucose 1.5 hours later as 25 mg/dl. Reporter stated customer was treated with dextrose followed by admission to the hospital where the customer received unknown treatment. Customer was released the next day. A request was made for the return of the suspect device and replacement product was sent.